Manufacturer narrative:
It was later confirmed by the customer, a biomedical engineer, that the interface pcb assembly was replaced to resolve the reported issue. After observing proper device operation through functional and performance testing the unit was placed back into service for use. The device has not been returned to physio-control for evaluation

Manufacturer narrative:
(B)(4). Physio-control provided the customer, a biomedical engineer, with technical assistance. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that multiple buttons on the main keypad assembly of their device were not functioning. Specifically, the analyze, alarms, energy select (down), rate (up), and display buttons. The biomedical engineer further advised that the device was able to charge and shock manually; however, because the analyze button would not respond, the AED function of the device could not be initiated and, as a result, the unit would not be able to analyze a patient's rhythm and provide defibrillation therapy while in AED mode, if necessary. There was no patient use associated with the reported event.